Manufacturer narrative:
This report is submitted on january 4, 2019. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the surgeon, the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture. It was also reported that general anaesthetic was used during the procedure and IV antibiotics were administered.